Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the 90 percentage of male external catheters would not stick. Patient stated that any movement would make the catheters peel off and no sense of adhesion at all (lot#jufz9068). Per additional information from cardinal health, it was reported that one in every few of the male external catheters were not sticking due to adhesive. Per sample received on 18oct2022, an additional lot was returned lot# jufz9067. Per investigator notification on (B)(6) 2022, it was reported that strong adhesive was found during sample evaluation. The affected lots were jufz9068 and jufz9067.

Event description:
It was reported that the 90 percentage of male external catheters would not stick. Patient stated that any movement would make the catheters peel off and no sense of adhesion at all (lot#: jufz9068). Per additional information from cardinal health, it was reported that one in every few of the male external catheters were not sticking due to adhesive. Per sample received on 18oct2022, an additional lot was returned lot#: jufz9067. Per investigator notification on 26oct2022, it was reported that strong adhesive was found during sample evaluation. The affected lots were jufz9068 and jufz9067.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Although an exact root cause could not be determined a potential root cause could be mechanical failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review was not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.